Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of elective replacement indicated (eri) after 43 months of implant time. The patient implanted with this ICD expressed dissatisfaction with regard to battery longevity.